Event description:
It was reported that the patient experienced burning and stinging with the second box of purewick female external catheter. The patient had urinary tract infection and patient was put on antibiotics. Patient did not see doctor and caregiver only asked doctor over phone after antibiotics wand was on for two nights then the patient was on fire again. Patient took off couple of nights then the urinary tract infection cleared up and this was the cycle the caregiver had noticed. It was stated it was on fire right away then was sore for a few days. The first box was fine, and the second box was where the issue started. Caregiver had vaseline as a buffer. It was noted that the patient had been using this product less than 90 days. Per follow up received on 05apr2022, it was stated that the patient was not using the purewick female external catheter because of reoccurring urinary tract infections. The doctor was not sure what was causing the reoccurring urinary tract infections, patient stopped use after first urinary tract infection. The patient just completed second round of prescription antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced burning and stinging with the second box of purewick female external catheter. The patient had urinary tract infection and patient was put on antibiotics. Patient did not see doctor and caregiver only asked doctor over phone after antibiotics wand was on for two nights then the patient was on fire again. Patient took off couple of nights then the urinary tract infection cleared up and this was the cycle the caregiver had noticed. It was stated it was on fire right away then was sore for a few days. The first box was fine, and the second box was where the issue started. Caregiver had vaseline as a buffer. It was noted that the patient had been using this product less than 90 days. Per follow up received on 05apr2022, it was stated that the patient was not using the purewick female external catheter because of reoccurring urinary tract infections. The doctor was not sure what was causing the reoccurring urinary tract infections, patient stopped use after first urinary tract infection. The patient just completed second round of prescription antibiotics.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading event of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.